Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error (e315). The event had occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the chain of the control body, b30 scope communication error message was displayed, and white residue was found on both the objective and light guide lenses. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 and e315 error messages was fluid invasion and corrosion on the scope connector. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.